Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis device involved, identified as rlor3, was not listed in the system. At the surgery center using hst, patient names did not transfer from hst to the pyxis unit. This machine had been recently added to the workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the preadmission and recurring options were not enabled. A technical support specialist dialed into the server checked the sample visit identifier given by customer found that all sample status were showed as preadmitted, checked the device settings from server compared with other stations, found that preadmission and recurring options were not enabled. Once the options were enabled, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.